Manufacturer narrative:
The customer¿s report of a hole in the set was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment which measured 0.164mm long. Examination under magnification showed a crush mark on the upper blue fitment. Functional and pressure testing was performed; a leak was observed from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that upon troubleshooting ail alarms, the nurse noticed the tubing was wet when the door was opened and there was a hole at the top of the IV tubing just under the upper fitment. The tubing was changed and the infusion continued as ordered. There was no patient harm reported.

Manufacturer narrative:
Additional information provided by customer medsun report (B)(4).

Event description:
Received a copy of customer medsun report stating ¿event desc: patient's IV kept alarming "air in line." When I opened the pump I noted the tubing was wet. Upon further investigation, it appeared there was a hole at the top of the pump tubing just under the blue piece that sits on the top of the pump. I then switched out the tubing.¿